Manufacturer narrative:
Additional device involved in this event: pxa280300/04520530. Udis for the lots: (B)(4). Patient medications - flomax, metoprolol, lasix, zoloft, coumadin, simvastatin.

Event description:
On (B)(6) 2007, the patient was treated for an abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. It was reported a pxa280300 was implanted completely within a pxt281416 with no proximal extension to provide additional fixation in the proximal neck. On (B)(6) 2016, a proximal type I endoleak with aneurysm enlargement (amount unknown) was identified. It was reported the endoleak was caused by degeneration of the aorta with dilation of the proximal neck. On (B)(6) 2016, an intervention was performed to treat the endoleak. After aptus screws were used to fixate the pxt281416 and pxa280300 within the aortic neck and an additional device was implanted for proximal extension, angiography reportedly showed persistence of the endoleak. It was reported that as there was no additional neck length remaining to implant an additional device, the procedure was concluded with no further treatment. No further adverse events were reported, and the patient tolerated the procedure.